Manufacturer narrative:
(B)(4). Visual evaluation of the returned device found that the basket was retracted. The basket tip was not present and was not returned for analysis. The evaluation concluded that the tip of the basket could have been detached as a normal factor of the procedure since the trapezoid rx wire guided retrieval basket has been designed with this characteristic. Since the complaint is due to known effects of the procedure noted within the directions for use, the most probable root cause is "anticipated procedural complication". The device history record review found the device met all manufacturing specifications. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation that a trapezoid¿ rx basket was used in the bile duct during a lithotripsy procedure performed on (B)(6) 2018. According to the complainant, during the procedure, the trapezoid¿ rx basket was used to crush a stone. Reportedly, the stone was not hard and was able to be crushed; however, the tip of the basket detached prematurely. The stone was removed using an extractor retrieval balloon, and the detached tip was swept into the duodenum, successfully completing the procedure. The detached tip was not retrieved, and the physician feels that it will pass naturally without complication. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "stable".